Manufacturer narrative:
An image was provided by the end user that confirms that the outside of the IV set packaging had some sort of mold like substance on them. The sets were never returned back to the manufacturer for an evaluation.

Event description:
Zyno medical received a report that an administration set's bag had mold on the outside of the packaging. Operator n/a. Medication none. No patient involved. Patient not harmed.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Reference to complaint # (B)(4).